Event description:
On (B)(6) 2023, a patient (pt) in argentina reported an allergic reaction when wearing an acuvue® oasys® brand contact lens (cl) 2 years ago (affected eye not provided). The pt was provided acuvue® oasys® brand cls instead of 1-day acuvue® moist® brand cls and believes was allergic to the material. The pt visited an eye care professional (ecp) for treatment (date and treatment not provided) then returned to 1-day acuvue® moist® brand cls with no further issues. On 07sep2023, the pt provided additional information. The pt experienced redness, dryness, and discomfort with acuvue® oasys® brand cls in the od more than 2-3 years ago. The pt visited a doctor and recalls the doctor diagnosing a kind of "eye infection" with "pus on the eye" and remembers a "probable corneal abscess." The pt does not recall the treating ecp or the treatment provided. The pt reported the vision was not affected. The od "cleared" and the pt returned to 1-day acuvue® moist® brand cl use with no issues. No additional information was available. No additional medical information has been received. No additional information is expected. This od "corneal abscess" is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. This event was determined to be serious adverse event on (B)(6) 2023 when the pt provided a diagnosis of "corneal abscess." The date of the pt¿s event is being recorded as 01jan2020 as the exact event date is unknown. The lot number of the suspect od cl is unknown. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product discarded.